Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing below the drip chamber became disconnected from the chamber and led to a spill of a biologic agent prior to the start of the infusion. The bevacizumab (220 mg /8.8 ml, total volume of 108.8 ml) was to infuse at a rate of 652.8 ml/hr. No particular force was applied to the tubing at the time of the event. There was no patient or clinician harm as a result of the event.

Event description:
It was reported that the tubing below the drip chamber became disconnected from the chamber and led to a spill of a biologic agent prior to the start of the infusion in the chemotherapy unit. The bevacizedumab (220 mg /8.8 ml, total volume of 108.8 ml) was to infuse at a rate of 652.8 ml/hr. No particular force was applied to the tubing at the time of the event. There was no patient or clinician harm as a result of the event.

Manufacturer narrative:
The customer complaint of tubing below the drip chamber becoming disconnected from the chamber and leaking was confirmed. The customer¿s photo was evaluated and the reported event of separation was observed to be from the tubing to the drip chamber outlet port. Fluid was also noted to be leaking from the separation. The root cause of this failure was not identified as no product was returned.